Manufacturer narrative:
No information since device is in the process to be returned. Device will be evaluated after return to manufacturer.

Event description:
The manufacturer was informed on 19 may 2016 that professor (B)(6) is performing a re-operation on a patient who had a mitroflow dla21 implanted in (B)(6) 2014. On (B)(6) 2016, manufacturer received the information that re-operation was performed (B)(6) 2016 to explant the valve and surgeon observed that, visually, valve did not present any defects, the leaflet tissue was normal and soft with no calcification. According to surgeon, there was subvalvular pannus which did not explain the gradient observed in the pre-operation echo.